Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 03/21/2013 to the present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device was broken/damaged. No patient involvement.